Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use ligating device did not deploy from delivery system once placed onto polyp. The issue occurred during a therapeutic colon polypectomy. There were no reports of patient harm.